Event description:
The customer reported there was no image on the display. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported there was no image on the display. There was no report of pt involvement. The device was evaluated by a philips field service engineer and the symptom was verified. The keyscan pca and display were replaced to resolve the reported issue. We are unable to determine the cause of the malfunction because multiple parts were replaced.